Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was connected to a test transmitter and monitored without any connection interruptions. All buttons function properly, no rewind anomaly, fill anomaly or motor anomaly noted during test. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test or insulin flow blocked alarms noted during testing. The electronic assemblies were inspected, and no anomalies noted. However, moisture damage noted to motor assemblies and keypad trace. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, cracked battery tube threads, cracked belt clip rails, corroded battery tube, corroded motor home switch. Pump passed functional testing. All buttons function properly, pump successfully connected to a test transmitter and no failed batt test alarm, insulin flow blocked alarm, rewind anomaly, fill anomaly and motor anomaly noted during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the pump rewind and prime time has slowed down, insulin flow blocked messages, buttons sticking, failed battery messages, and the continuous glucose monitoring was not connecting. The customer reported no adverse event. The event involved product(s) mmt-1884, mmt-7040a, mmt-7841zn, mmt-441ag, mmt-342g. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. It was unknown whether the customer would continue using the device. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-7841zn. No product return is required for mmt-441ag. No product return is required for mmt-342g.